Event description:
It was reported that, the patient experienced infusion set sites are lifting during or immediately after insertion led to hyperglycemia and no treatment was given event occurred on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2. E1: patient country: canada.establishment name: tandem.country: united states of america.address ¿ line 1: 11045 roselle street.address ¿ line 2: suite 200.city: san diego.state, province or territory: ca.post office or zip code: 92121.based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 3003442380.